Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for one (1) patient sample tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e801 module. The initial result was 72.5 ng/ml. On (B)(6) 2021 the sample was repeated 4 times with results of 28.30 ng/ml, 24.0 ng/ml, 22.7 ng/ml and 24.0 ng/ml. The repeat result of 28.3 ng/ml was believed to be correct. The questionable result was not reported outside of the laboratory. The vitamin d total ii reagent lot number was 5032010. The expiration date was not provided.

Manufacturer narrative:
The vitamin d total ii reagent expiration date was sep-2021. Calibration and qc were acceptable. Instrument maintenance was last performed on 23-mar-2021. Based on images provided, the investigation determined the event is consistent with a sample pipetting issue due to preanalytical handling issues. The sample for the initial result appeared to contain fibrin. The images show bubbles on some of the repeated results as well. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent issue can be excluded. The investigation did not identify a product problem.